Manufacturer narrative:
A ge service rep performed an on site investigation. The hard drive was replaced and high voltage wire repaired during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system locked up during a case. No patient injury was reported.